Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was over infusing. They stated that the pump was set to deliver 120 ml at 120 ml/hr and that they add 480 ml to their feeding set to administer four feedings per day. They stated that they added under 400 ml to the bag and that it delivered all of it in "about an hour". Mmdg did follow up with the initial reporter to obtain additional information. They stated that the device was operating as expected after they did troubleshooting and checked the settings. The patient did not experience any adverse effects due to the complaint. [(B)(4)].